Manufacturer narrative:
The investigation of optical signal issue has been completed. After priming of the pump and insertion into position, there was no ao placement signal despite position confirmed by echo. Pump was returned. Data logs could not be recovered. No abnormalities were found upon initial inspection. Pump was run for 10 minutes at nominal bench and operating parameters, without reproducing placement signal unreliable alarms. The cause of the optical signal issue was not determined since this issue could not be reproduced and no data logs were returned. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
EU complainant reported the impella 5.5 was primed, but there was no placement signal available. The pump was replaced. The patient¿s outcome is unknown.